Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.